Manufacturer narrative:
On 07/26/2010 nidek inc was notified by a letter from FDA indicating a pt injury had occurred in 2008. Nidek inc. Did not receive any prior notification of pt injury. Lasik procedure for performed (B)(6) 2008. Central islands are steep spots on the cornea after lasik. Reported causes of central islands include shielding of the corneal bed by pulverized tissue plume, collection of fluid in the center of the cornea as the ablation is performed, non-homogeneity of the laser beam, regional differences in corneal hydration, and large ablation diameters. Symptoms include ghost imaging, halos, starbursts, night-driving disability, reduced best-corrected visual acuity, loss of contrast sensitivity, and double vision. A central island may be referred to as an irregular astigmatism. We provided necessary info and training to surgical doctors who use ec-5000 to prevent adverse events. The info includes contraindication, precaution, and pt selection. We have no reported device malfunction causing or contributing to reported adverse event from (B)(6) 2008 to present date. This outcome is considered a side effect of lasik surgery by ec-5000 excimer laser system. Based on the info presented, nidek inc. Is unable to determine the root cause of this injury. If further info is received, we will submit a follow-up.

Event description:
On 07/26/2010, nidek inc received a letter stating maude event report, (B)(4) related to ec-5000 excimer laser system. This letter stated a pt had lasik on (B)(6) 2008. The pt is complaining of central island/visual disturbances after lasik. Nidek inc prepared the customer complaint form.